Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a routine follow-up, the atrial lead exhibited multiple auto mode switch episodes and noise/oversensing. The physician explanted and replaced the lead. The patient was in stable condition before, during and post surgery.